Event description:
It was reported that an alert for the above upper limit of high voltage impedance was noted on the right ventricular (rv) lead. Programming change was discussed. No intervention and no patient symptoms were reported.